Event description:
The pt experienced pain and swelling at the implant site. The doctor confirmed that the suture tie was broken and as a result the device has migrated to the inferior side. The pt was put under observation. The pt was admitted to the hosp. On (B)(6), 2014, an exploration surgery was performed to reposition the device. The pt is being monitored.